Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. If implanted, give date: unknown, it is unknown if the lens was implanted. If explanted, give date: unknown, it is unknown if the lens was explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery cent reported that there was dust on the zxt225 intraocular lens (iol) during handing, prior to insertion. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.